Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced tilt, perforation and retrieval difficulties. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a 62 year old female; weight was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation. However, medical records were provided for review. The investigation is confirmed for tilt, perforation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation. However, medical records were provided for review. The investigation is confirmed for tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced tilt and retrieval difficulties. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) year old female; weight was not provided.